Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Unit back light properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during priming insulin pump squirted insulin and it was intermittent. Customer's blood glucose level was unknown. Customer reported backlight not came on at all flash light. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.